Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00367. It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed no lead migration. As a result, surgical intervention was taken on (B)(6) 2018 to had bilateral s1 leads.

Event description:
Follow up revealed that therapy has been restored.